Manufacturer narrative:
The lot number of the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The physician started treatment and the pressure rose to 10 psi. When it rose above that, he got a low water level alarm. He could not determine where the leak was placing the catheter, and required a guidewire, he changed the heat exchanger cartridge only. He got the message again, but was not willing to place a second catheter, so he aborted the treatment with about 10 minutes of therapy. He had difficulty removing the catheter because the anchoring balloon would not deflate. He used a guidewire to deflate it. He called the patient the next day and he was reported "fine."